Event description:
Customer reported the system is displaying a communication error and a charger failed error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and the camera. System operates as intended.